Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information added to h-6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.